Event description:
After the device was taken out of the package and was going to be inserted into the patient, the physician noted that several millimeters of the stent struts were already exposed. The target lesion location was the superficial femoral artery. The product was properly stored and there was no damage noted to the outer packaging. The product was properly inspected and prepped prior to use. The locking pin was in place. There was no damage to the distal tip noted. The exposed stent was noticed prior to loading the device onto the guidewire. The product was not used in the patient. The lesion was successfully treated with another stent. There was no reported injury to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.